Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that while the agent was walking the patient through setting up their replacement handset, the patient mentioned that the implant had to be repositioned because they felt it moving around their skin to the point where they could flip the ins inside their skin. The patient stated this happened sometime last year and it was resolved because the healthcare provider (hcp) repositioned the ins. The patient confirmed that the ins was no longer moving during the call.